Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed blood intrusion in the crm, safety disk and purge filter tubing assembly. The stm replaced the crm (0997-00-0986-01), safety disk (0997-00-0985-01), purge filter tubing assembly (0008-00-0312). The fill port fitting was replaced as a preventative measure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood back into the iabp. There was no patient harm reported.